Event description:
As reported, it was a case of a 20mm sapien 3 ultra valve, in aortic position. At an unknown time post-procedure paravalvular leak occurred. Intervention was completed with a valve in valve with a 23 sapien 3 ultra.

Manufacturer narrative:
Specific device information is unknown. Investigation is ongoing. Remains implanted.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post implantation - paravalvular leak" was unable to be confirmed due to unavailability of procedural imagery/medical report. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "it was a case of a 20mm sapien 3 ultra valve, in aortic position. Unknown time post-procedure and due to pvl, a viv implant with a 23mm sapien 3 ultra was needed." Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information a definitive root cause cannot be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.